Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarm. The customer stated they were able to clear the alarm and did complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for pump error alarms found on (B)(4) 2021. Pump¿s history and trace files downloaded successfully using thump software. Insulin pump passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarms noted during testing. However, pump error alarm confirmed in the pump history, trace files on (B)(6) 2021 at 4:37pm. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board 1. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 ] boards and corrosion at the motor home switch. The motor was tested outside of the device and passed. Test p-cap reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, cracked case reservoir tube side, and cracked retainer ring. Pump error alarm confirmed in the pump history, trace files on (B)(6) 2021 at 4:37pm due to corroded motor home switch. Moisture damage noted at the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.